Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited noise oversensing. Additionally, the rv lead exhibited loss of capture during noise episodes. The patient had a syncopal episode. An rv lead revision is pending; however, the rv lead remains in use until the procedure occurs. No further patient complications have been reported as a result of this event.